Event description:
Customer stated that the device over-heated during a case. The product was completed using the same device. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.